Event description:
Complainant alleged that during routine shift check by a clinician, the device displayed error message codes "status 166" and "status 104" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.